Event description:
It was reported that, "the pt was revised due to loose, subsided implants."

Manufacturer narrative:
Additional info (including x-rays and medical records) was requested. When completed, the eval summary will be submitted in a supplemental report.